Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the alleged event. No lot number has been provided, no medical records have been received and no product has been returned for evaluation. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Without additional information, no conclusion can be drawn.

Event description:
Based on information reported to davol: 2011, during a colonoscopy, a foreign body believed to be mesh identified in transverse colon. Gastroenterologist reported the mesh was eroded into colon. On (B)(6) 2011, the patient underwent partial bowel resection, removal of the mesh.